Manufacturer narrative:
A visual inspection of the returned device revealed that it was undamaged. X-ray images of the internal components showed no damage. A device history record review revealed that the precice nail met all the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail does not appear to be lengthening after over one (1) month of implantation. Implant was removed and a new precice nail was implanted without incident.